Event description:
It was reported that the foley catheter balloon deflated 4 times overnight by itself after being inflated. It was stated that no leaks or holes were seen and the incident occurred during the use. Detailed exposure was mentioned as exposure to urine and the detailed medical intervention was mentioned as catheter replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿machine misalignment during valve/cap assembly/ incorrect molding of either the inflation valve or retention cap¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient". The device was not returned.

Event description:
It was reported that the foley catheter balloon deflated 4 times overnight by itself after being inflated. It was stated that no leaks or holes were seen and the incident occurred during the use. Detailed exposure was mentioned as exposure to urine and the detailed medical intervention was mentioned as catheter replacement.